Event description:
The customer reported that the display failed and was no longer functional.

Manufacturer narrative:
The customer evaluated the device and reported that the display failed and was no longer functional. The customer ordered a replacement display to resolve the issue.